Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. It appeared that the log captured power cable disconnect, low power hazard, and no external power events while connected to the mobile power unit (mpu) on 16sep2025 at 14:37. It appeared to have been caused by the power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controller¿s emergency backup battery (ebb) was functioning as intended. The alarms resolved upon connection to battery power. It appeared that there were no other notable alarm conditions or parameter changes, and the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically.

Event description:
It was reported that the cause of event was due to patient error and cable was accidentally disconnected. The mpu was not exchanged and will not be returning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect, low power hazard, and no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. Power cable disconnect, low power hazard, and no external power alarms were observed on (B)(6) 2025 that appeared to be consistent with power to the mpu being interrupted, as the voltage within both power cables steadily decreased leading up to the no external power alarm. The alarms resolved after power was restored to the mpu, and the pump operated as intended throughout the data. Provided information stated that the patient accidentally disconnected the mpu¿s ac power cable which would cause the observed alarms to occur. The root cause of the reported event was traced to user error in the patient accidentally disconnecting their mpu¿s ac power cable. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ states how to properly provide power to the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ states how to properly connect the power cord to the mobile power unit to ensure a secure connection. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.